Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the left side deflated after implantation. As a result, the patient underwent bilateral removal and replacement with gel implants as follow: left: catalog number: 3501254bc, serial number: (B)(4), right: catalog number: 3501254bc, serial number: (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. White foreign material was observed within the device. Pe observed a crease on the posterior aspect running to anterior, a rent measuring 0.4 cm was also observed on the posterior aspect within a crease. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).